Event description:
It was reported that the patient experienced unusual power related alarms on (B)(6) 2021. The patient was connected to the mobile power unit (mpu) and an issue with the mpu was suspected. Log file analysis captured low power advisories while connected to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of power cable disconnect and low voltage alarms while connected to the mpu, was confirmed in the submitted heartmate 3 controller event log file. There were invalid rsoc faults (where atypical rsoc voltages occurred while the cable voltages were present and typical) while the patient was using the mpu throughout the log file. The invalid rsoc faults were momentary lasting a few seconds at most and occurred on both white and black leads. The controller backup battery did not activate. Power cable disconnect events were registered when the atypical rsoc voltages were near zero volts; low voltage events occurred when the atypical rsoc voltages were not zero and did not correspond to the cable voltage. The customer replied to requests for additional information. They reported that the mpu and controller cables were not damaged and that no products would be returned for evaluation. Although the reported event was confirmed, the root cause of the alarms while connected to the mpu was not conclusively determined in this investigation. The mpu assembly was made in jan 15, 2021. The unit was packaged and placed into stock on (B)(6) 2021. The unit was sent to the customer on (B)(6) 2021. The unit had no previous services. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Connecting the system controller to the mpu is documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.